Manufacturer narrative:
During testing, it was noted that the device door roller and door roller pin were missing. The device has been identified as part of a product recall. The customer reported "battery not installed" alarm message was duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a customer report of "battery not installed" alarm. This alarm condition does not indicate a malfunction. However, during verification testing at the service center, it was noted that the device door roller and door roller pin were missing.